Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged during implant. The rv lead was repositioned and the patient became asystolic. After repositioning it was found that the helix would not retract. Placement difficulty was also noted.the rv lead was explanted. The doctor moved the atrial lead to the ventricle to achieve ventricular capture. A new ra lead was placed in the atrium. . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically distorted due to pulling / stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling / stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from original length 52 cm to 55 cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.